Event description:
On (B)(6) 2010, the customer called baxter (B)(4) technicial services to report that a tina hemodialysis device had a touchscreen that did not respond correctly. Patient injury/medical intervention was not reported. The baxter technician advised the baxter field technician to go onsite to repair the device. As such, the device will not be returned to canada technical services.

Event description:
This event occurred prior to patient use; therefore, there was no patient involvement.

Manufacturer narrative:
(B)(4). The actual tina hemodialysis device was evaluated onsite and the reported condition of the touch screen not responding was confirmed. The root cause of the reported condition could not be determined. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The touch screen was calibrated on the device to correct the reported malfunction. The device was tested as per baxter operating procedures and protocols and passed all testing.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation, it was determined that this does not represent a failure mode, malfunction and/or use error that could cause or contribute to a death or serious injury were it to recur. Hemodialysis is not an acutely time-critical, life-sustaining therapy. A single-event delayed initiation or interruption of therapy will not lead to a serious injury or death. Therefore, this is no longer an MDR reportable event.